Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Measurements throughout these tests were within normal limits. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 is used to indicate surgery.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. The electrode is on an advisory but the pulse generator is not. The system was explanted and a trans-venous system was implanted. There were no additional adverse patient effects. This product is part of the emblem electrode lumen advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The electrode is on an advisory but the pulse generator is not. The system was explanted and a trans-venous system was implanted. There were no additional adverse patient effects. This product is part of the emblem electrode lumen advisory population.